Manufacturer narrative:
The product was not returned for investigation. Therefore, the reported failure mode could not be confirmed. The possible root causes for the reported failure mode can be due to: console fuses fail to break circuit due to excessive mains current, burned out capacitors in the power board, isolation power supply failure and/or use/handling error: console is sterilized or disinfected/ cleaned with incompatible products. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a procedure the unit sparked and had electrical burning when plugged into a rf probe.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that during a procedure the unit sparked and had electrical burning when plugged into a rf probe.